Manufacturer narrative:
The reported events were failure to capture and dislodgement. A complete lead with the guidewire was returned in one piece for analysis. The guidewire was noted to be stuck inside the lead. The reported event of failure to capture was not confirmed. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.

Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was noted, that the left ventricular (lv) lead exhibited loss of capture. Chest x-ray confirmed, the lv lead had dislodged, due to twiddler's syndrome. The lv lead was explanted and replaced on (B)(6) 2024. The patent was in stable condition.